Manufacturer narrative:
Manufacturer narrative: a review of the device labeling was completed. Iritis is identified in the labeling as a known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. Concomitant product information used intraoperatively including viscoelastic type was not provided. The msi injector delivery system was used. Day 1 toxic anterior segment syndrome (tass) was diagnosed. Fibrin and hyperemia were observed. The reporter stated that signs/symptoms as of (B)(6) 2024 were not improved. The lens remains implanted. Additional information has been requested but none has been forth coming.